Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis system. The customer experienced an acquisition error during a procedure. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a communication problem in the signal chain between the signal input box (sib) and the neppci card. It was determined that there was a failure in the y-cable just before entry into the pc_1303 board. The defective sib power y-cable has been exchanged and no further problems were reported. The manufacturer is not considering further actions resulting from this event.